Event description:
It was reported that when using the bd pyxis¿ es server, it had a server was not communicate to station and not crossing orders. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a sql server/agent were disabled. The technical service engineer enabled these services and ran the site down query to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.